Event description:
User reported a leak from the water supply reservoir on the analyzer. The leak ran onto the floor and across the aisle of the laboratory. No one was injured and no patient samples were affected. The user found that the water supply reservoir was not securely placed on the connector to the instrument. The user seated the water container properly to resolve the issue.